Event description:
Report received of death of patient shortly after implant of dbs lead. Patient had hemorrhaged and died. Follow up with hcp revealed that during the procedure to insert dbs - the cannula had been inserted, obturator removed and hcp was ready to insert lead - the patient coughed hard, almost a sneeze. Brain was open and exposed at burrhole. Hcp proceeded to finish procedure on that side of the brain but patient was getting restless and was unable to tolerate being still for the implant on the other side. After the closure of the wound, the patient's arm began moving strangely and hcp determined a subthalmic hemorrhage into the brain stem was occurring. Patient died soon after the procedure - patient aware of risks of procedure and had elected to have no resuscitation performed if appropriate.